Event description:
Profound hearing loss. Left cochlear implant failure and extrusion. There was x-ray evidence of migration of the electrode having three electrodes out of the basal turn. There has also been problems with achieving adequate stimulation. For these two factors, it was elected to undergo revision surgery. Diagnosis or reason for use: hearing loss.